Event description:
It was reported that pump declared altitude alarm 21 while insulin delivery was suspended, and caller could not clean speaker holes because toothbrush or lint-free cloth was not available. There was no adverse impact to the customer's blood glucose level. Customer planned to call back when able to continue troubleshooting, and no additional corrective actions or final outcome were reported.